Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had high glucose value. Manufacturer contacted customer within 24 hours for knowing customer's condition;customer was admitted in the hospital on (B)(6) 2016 due to the symptoms;the hospital confirmed the customer's blood glucose level over 600mg/dl;customer treated with IV fluids and monitoring. Customer discarded on (B)(6) 2016 with blood glucose level that dropped on 250mg/dl. Customer was prescribed on change insulin to 30/70. Customer feel better during the call time.

Event description:
Initially customer call for an e-3. The customer did not feel good and report symptoms as a dry mouth. Customer states that is going to seek medical attention. During the troubleshooting the customer retest and a received a test result of hi. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6) 2016.